Manufacturer narrative:
Concomitant medical products: extension set; bd 10 ml0.9% sodium chloride syringe ref (B)(4) lot 5096574; 1000ml bag of potassium chloride; therapy date (B)(6) 2015. The customer¿s report of a crack in the proximal hub of the extension set was confirmed. Upon inspection of the extension set, a vertical crack was detected on the female luer. Functional testing was performed by flushing the extension set using an in-house bd 10ml syringe. Fluid leaked from the crack in the female luer. . The root cause of the cracked female luer was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack in an extension tubing that resulted in air entering the primary IV line during an infusion. The customer reported that the crack was located on the proximal hub of the extension set, which was connected to a normal saline flush syringe in the syringe pump. The cracked extension set was y-site-connected to a primary IV set downstream of a lvp infusing a maintenance fluid. The nurse discovered the air in the primary IV set before the air reached the patient. Upon discovery, the nurse stopped the infusion and replaced the primary and extension set IV lines and maintenance bag. The customer reported no patient harm.